Event description:
The pt reported that the keypad buttons were not responding correctly. The numbers would not scroll, but when the desired bolus amount was programmed, they would appear for a short time. The numbers would then continue to either increase or decrease even after the buttons were not pressed depending on which arrow buttons were pressed causing the incorrect bolus amount. The rptr denies damage to the keypad and the buttons did not stick.

Manufacturer narrative:
The pump was returned to animas and the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and there was evidence of keypad adhesive under key contacts.